Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of does not function was confirmed. During service, the device failed the cutter insertion test. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device does not function. The device was being used during surgery. There was pt or user injury. It is unknown if there medical intervention or a delay in the surgical procedure. There was no additional information provided.